Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 25-sep-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 28-sep-2020: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, distal cap/ case cracked, ccd wire disconnected at driver board side, forward body trim collar attaching nut worn/ loose thread, right/ left brake knob markings faded, up/ down brake knob/ lever markings faded, air/ water socket cylinder o-ring chipped, passed dry leak test, suction tube resistance, passed wet leak test, middle lcb distal cover glass glue is missing, image white/ yellow reflection, image oversaturation blue or grey dots, elevator body sticking, prism scratched, fluid invasion not observed in control body, fluid invasion not observed in pve connector, light carrying bundle distal cover glass single chipped, prism glass glue missing, distal tip annual maintenance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, objective prism assy, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, fwd body trim cover, attaching nut, suction channel lg, pcb for ccd k2 pb-free/ntsc, electrical connector assy, o-ring(0.5x1.3). The video duodenoscope is pending repair or final qc approval as of 30-sep-2020.